Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, cubies were unresponsive. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, cubies were unresponsive. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.2, row c was not detected on the bus and that no light emitting diodes were illuminated on the row board. The field service engineer (fse) logged into the hardware test application (hta), removed all cubie pockets from the drawer, and shut down the station. The fse noted that the row board cable was disconnected from row tray c. The fse reconnected the cable and reinstalled the side panel and cubie pockets. Then the station was restarted and again tested in the hta to ensure the performance. The system functioned as intended after the field service engineer repaired the device.